Manufacturer narrative:
Software version 4.11c. Retainer ring is black. Customer complained on 12/20/2021 the battery compartment is cracked and experiencing high bg. Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08810 inches. Device successfully downloaded to thus and carelink. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, cracked keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap or reservoir does lock properly. Device passed functional testing and confirmed cracked battery tube threads and cracked keypad overlay and cracked case corner of the belt clip rails near the battery compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl. Customer's blood glucose readings were in the range of 50 mg/dl-60 mg/dl. Another blood glucose level was 340 mg/dl. Customer's current blood glucose reading was 176 mg/dl. The blood glucose range was going high and low. It was unknown how the customer treated for their low. The customer declined to troubleshoot for the low blood glucose incident. The insulin pump had crack at the battery compartment. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was over delivering. The device will be returned for analysis.